Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was shut down. A field service engineer (fse) reported a station black screen with continuous rebooting. Upon arrival, the station was initially up but experienced repeated power cycling, with basic input or output system flashing and the barcode scanner reinitializing. Drawers 2-1 and 2-2 had previously failed, though pockets were visible and tested successfully in diagnostics, and all connections, boards, cables, and voltages were inspected and reseated. The battery passed load testing but was replaced proactively. Multiple components, including the communication sled, docking board, and all in one unit, were swapped without resolution, leading to the determination that the power supply was faulty. A temporary power supply was borrowed from an unused station, after which the station powered on, passed diagnostics and application testing, and remained stable. A replacement power supply was ordered overnight but delivery was delayed due to adverse conditions. The borrowed power supply was later replaced, and both stations tested successfully with no further power issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, screen was reboot and shutdown. Customer tried to reboot the station, but it showed offline. There were no adverse events or injuries reported based on this event.